Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown shell. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.

Event description:
It was reported that patient had right total hip revised due to failed liner from impingement acetabular insert. The patient presented with pain and was revised.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event. The medical review concluded that repeated impingement by the neck of the femoral component on the metallic rim of the insert resulted in penetrant wear. Therefore there was no allegation against the shell.

Event description:
It was reported that patient had right total hip revised due to failed liner from impingement acetabular insert. The patient presented with pain and was revised.